Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that a tracking issue occurred and the guidewire pierced the catheter lumen. The target lesion was located in the carotid artery. A carotid wallstent self expanding was selected for use. During the procedure, there was obvious resistance when the stent crossed the guide wire. The stent could not cross the guide wire before inserting into the body and the guidewire pierced the catheter lumen so it could not reach the lesion site. The procedure was completed with another of the same device. There were no patient complications as a result of this event.